Event description:
Related manufacturer reference number: 1627487-2024-07241. It was reported the patient experienced pain at the anchor implant site. As a result, surgical intervention was undertaken wherein the anchors were repositioned on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.